Event description:
A customer reported that one day following an extracapsular cataract extraction (ecce) and canaloplasty procedure, a fiber was noted inside the right eye of a pt. The pt returned to surgery two weeks later and the fiber was removed through irrigation. The pt is reported as doing "fine." This is the second of two medical device reports for this facility.

Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).